Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system aspiration catheter 8 (cat8), a non-penumbra sheath, and a guidewire. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician experienced resistance while introducing the cat8 into the target vessel. It was reported that there was an issue while attempting to aspirate with the cat8. Therefore, the physician decided to remove the cat8. Upon removal of the cat8, the physician found that the cat8 was fractured at the distal length. Therefore, the sheath and the remaining fragment of the cat8 were removed from the patient together. The procedure was ended at this point and the physician plans to continue the procedure at a later date. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was updated for clarification: 1. Section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a thrombectomy procedure in the pulmonary artery using an indigo system aspiration catheter 8 (cat8), a non-penumbra sheath, and a guidewire. It should be noted that the patient's anatomy was tortuous. During the procedure, the physician experienced resistance while introducing the cat8 into the target vessel. It was reported that there was an issue while attempting to aspirate with the cat8. Therefore, the physician decided to remove the cat8. Upon removal of the cat8, the physician found that the cat8 was fractured at the proximal length. Therefore, the sheath and the cat8 were removed from the patient together. The procedure was ended at this point and the physician plans to continue the procedure at a later date. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned cat8 confirmed that the catheter was fractured. Evaluation revealed signs of torquing at the fracture site. If the device is torqued against resistance during use, damage such as a fracture may occur. Based on the reported complaint, the patient¿s tortuous anatomy may have contributed to resistance during the procedure. Further evaluation revealed multiple ovalizations on the distal fractured segment, and evaluation of the non-penumbra sheath also revealed multiple ovalizations and scuff marks. The ovalizations on the cat8 aligns with the ovalizations non-penumbra sheath. This damage is likely incidental to the complaint and could have occurred while removing the distal fractured segment from the non-penumbra sheath. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.